Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segment/partial display anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The blood glucose was 90 mg/dl. The customer stated that from top to bottom about 3rd row is partially green and can not see and getting harder and harder to see. The customer advised the pump will need to be replaced. The customer advised to revert to back up plan per health care professional instruction. The device will be returned for the analysis.